Event description:
A malfunction was reported on a pump in (B)(6) 2025. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether their level exceeded 500 mg/dl. The customer allowed the pump battery to deplete completely to reset the malfunction code and received complete pump reset information from technical support. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared. The customer acknowledged this guidance.